Event description:
It was reported that a patient with a dual chamber boston scientific pacemaker device exhibited an atrial tachycardia that was induced during the devices right ventricular automatic threshold test (att). This was documented as part of a published journal article, which contains a specific att electrogram that indicates this occurrence. The patients name and device model and serial number information is unknown at this time. No additional adverse patient effects were reported.